Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had high impedances on their scs paddle lead, causing ineffective therapy. A manufacturer representative met with the patient to attempt to reprogram the system to restore their therapy to no avail. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
A patient had high impedances on their scs paddle lead, causing ineffective therapy was reported to abbott. A rep met with the patient to attempt to reprogram the system to restore their therapy. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.